Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the dentist informed that he did not have information about lot number of the product.

Event description:
(B)(4) - the dentist reported that, 20 days after the dental implant was installed in intraoral region #18, its non-osseointegration was observed. A 40 ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented bone type iii.